Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to "wiggle" the usb cable into a specific position in order to properly charge the pump, and indicated that there was damage to the usb port. The customer's blood glucose (bg) level ranged from 80-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that an alternate pump was available.